Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a clinical visit, two tears in the patient's driveline were found. One tear in the middle with wires exposed and the other, a smaller tear, was found at the distal end of the driveline near where it connects to the controller. A clamshell repair was asked to be done during the patient's next clinic appointment in (B)(6) 2023. Rescue tape was used on the driveline to cover the driveline tears.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the distal-end driveline near the controller connector was confirmed by an onsite abbott representative and through the evaluation of the submitted photographs; however, the report of exposed wires could not be confirmed. A specific cause for the reported driveline damage could not be conclusively determined through this evaluation. The submitted photographs captured the distal end of the driveline wrapped with rescue tape. The applied rescue tape appeared to extend from the controller connector to a proximal area of the driveline several inches away. No exposed wires were observed. The account submitted a log file for review. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook discuss wear and tear to the driveline, contain information on caring for the driveline, and provide possible indications of driveline damage as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage the heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a clamshell repair was performed on (B)(6) 2024 with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photographs confirmed damage to the driveline outer jacket; however, the report of exposed wires could not be confirmed. A specific cause for the reported driveline damage could not be conclusively determined through this evaluation. The submitted photographs captured the distal end of the driveline wrapped with rescue tape. The applied rescue tape appeared to extend from the controller connector to a proximal area of the driveline several inches away. No exposed wires were observed. The account submitted a log file for review. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. A clamshell repair has not been performed to date despite recommendation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage the heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.